Manufacturer narrative:
(B)(4). Section g4: the rt212 breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The subject rt212 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt212 adult single heated breathing circuit failed the ventilator leak test prior to patient use. The healthcare facility identified a crack in the expiratory tube. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt212 adult single heated breathing circuit failed the ventilator leak test prior to patient use. The healthcare facility identified a crack in the expiratory tube. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section g4: the rt212 breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Correction: section d4: expiration date corrected. Method: the subject rt212 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and leak tested. Results: visual inspection identified that the temperature probe port cap on the returned breathing circuit was detached and missing. Leak testing confirmed that the breathing circuit was within specification when a test port cap was used. Conclusion: the subject breathing circuit was confirmed to be whithin specification. The port cap was found to be missing, which has likely caused the failed leak test at the customer site. All rt212 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt212 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.